Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: (B)(6) received at depot confirmed pump problem. Re-install disconnected touchscreen flex cable j23, pump placed in bring up mode and sent to the test line, pass all stations of the test line front housing â" final acceptance, provisioned pump to 08 server sent to heratherm, loaded into heratherm @ 06:30 (B)(6) 2026, pulled from heratherm @ 18:30 (B)(6) 2026, 24 hour dwell - complete, lvp burn-in test â" pass, accuracy test - pass, electrical safety test - pass, provision pump to mayo server, return to service, provisioned pump, software update complete. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.